Manufacturer narrative:
UDI number - (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a hip osteotomy, while drilling the femoral neck after the 3.5mm guide pin was inserted, the tip of the drill fractured in the patient's body. The surgeon was able to remove the drill, however fractured pieces were in the patient's body. All of the fractured pieces were able to be retrieved.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Microscopic inspection concluded that the device likely fractured from a torsional overload, possibly from contact with another hard object. Hardness analysis reported the returned device was measured to a hardness above specification. Device history record (DHR) was reviewed and no discrepancies were found relevant to the reported event. The device had been used prior to the reported event. As it is a single use device, this is use error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.